Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator failed the power on self-test (post). The ventilator was not in use on a patient at the time of the vent. The service engineer inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all testing and operated within manufacturing specifications.